Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found that the sensor wire was missing from the housing puck; therefore, a complete investigation was not able to be performed and the reported missing sensor wire was confirmed. However, a root cause could not be determined.

Event description:
Animas contacted dexcom technical support on (B)(4) 2015, to report on behalf of the patient that on (B)(6) 2015, when the patient removed their sensor there was no sensor wire. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.